Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 400 mg/dl which has been treated with insulin pump. Blood glucose at the time of the call was mid 200 mg/dl. Customer also stated that they were getting sensor error alert. Customer was assisted with troubleshooting but declined to review sensor best practices (site selection, taping, calibration protocol). The insulin pump will be not returned for analysis.